Manufacturer narrative:
(B) (4). After several subsequent attempts to contact the customer to confirm resolution to the reported problem, no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined at this time.

Event description:
It was reported that the device's charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.